Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out with a delay in therapy of less than 15 minutes. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were also confirmed during a review of the event history log. The cause was determined to be a failed upstream sensor with continuity on the flex traces. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The initial manufacturer report was reported in error. The event description has been updated.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out with a delay in therapy of less than 15 minutes. Any patient injury or medical intervention is unknown.